Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97725, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) 2020-01-08. It was reported the patient stated the alteration in intensity still persisted, which has been ongoing since placed in (B)(6) 2019. The patient stated position changes alter intensity as well. The patient has ben able to ambulate without a cane. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97725, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-nov-12 from the health care provider (hcp) reporting that during the trial the patient had positional parasthesia which was different from what the patient reported after implant. After implant the patient reported parasthesia induced by cough. It was reported that cough induces parasthesia is a known side effect of scs. The patient was reprogrammed and would be following up with the health care provider (hcp) in the future. The issue was reported to not be resolved at the time of the letter. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient last week he had a bad cough, and every time he coughed, stimulation would intensify so he had to turn stimulation off last week. Patient also mentioned that the device does not work as well as they said it would. Patient said whenever they would cough and everything, it would intensify. Patient then said that when they went through the trial period they said the leads were just in there and the permanent ones would not do that and they were wrong, it does. No further complications were reported/anticipated.